Event description:
It was reported that upon checking the port-op x-rays it was noted that the surgeon had not seated the shell correctly during the primary surgery. A revision was performed to correct the issue using s&n implants.